Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems had damaged packaging. The following information was provided by the initial reporter, translated from italian to english: "the reason the device was used was for venous access. The complaint is made to report the lack of sterility of the packaging with alteration of the integrity of the product. Involved 2 pieces, are available."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-09. H6: investigation summary: our quality engineer inspected the devices submitted for evaluation. Bd received two units for review and evaluation, both of which displayed a tear in the packaging. The reported issue was confirmed. Damaged packaging can occur during the sealing step of the packaging process . Damage to packaged units is monitored and controlled through the mandatory inspection of all units by packaging personnel. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems had damaged packaging. The following information was provided by the initial reporter, translated from italian to english: "the reason the device was used was for venous access. The complaint is made to report the lack of sterility of the packaging with alteration of the integrity of the product. Involved 2 pieces, are available."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems had damaged packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "the reason the device was used was for venous access. The complaint is made to report the lack of sterility of the packaging with alteration of the integrity of the product. Involved 2 pieces, are available".